Manufacturer narrative:
Citation: couture t et al. Interaction between self-expanding transcatheter heart valves and coronary ostia: an angiographically based analysis of the evolut r/pro valve system. Journal of invasive cardiology. 2020. Literature is attached. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature regarding a study investigating the implant depth of transcatheter aortic valve replacements in relation to the left coronary artery (lca) ostium. All data were collected from a single center between february 2015 and september 2019. The study population included 203 patients (predominantly female, mean age 80 years), 176 and 27 of which were implanted with a medtronic evolut r or evolut pro transcatheter valve, respectively (no serial numbers provided). Among all patients, adverse events included: valve embolization, valve misplacement, valve-in-valve replacement, percutaneous coronary intervention. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.